Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 55 mm in diameter abdominal aortic aneurysm. It was reported that, approximately two years and three months post index procedure, a CT revealed that the endurant ii stent graft limb had a distal type I endoleak. The physician elected to implant an endurant stent graft limb [28x28x82] and six heli-fx endoanchors. The distal type I endoleak was resolved. Per the physician, the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is fine.